Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('my uterus perforated') and autoimmune disorder ('auto immune disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and autoimmune disorder (seriousness criterion medically significant) and was found to have quality of life decreased ("lack of life quality"). The patient was treated with surgery. At the time of the report, the uterine perforation, pelvic pain, autoimmune disorder and quality of life decreased outcome was unknown. The reporter considered autoimmune disorder, pelvic pain, quality of life decreased and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: uterine perforation, pelvic pain, autoimmune disorder, quality of life decreased. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.